Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy, stone extraction, sphincterotomy, and stent placement using an evis exera iii duodenovideoscope and a single use distal cover, the distal cover cracked and fell off into the patient¿s stomach upon withdrawal of the scope. The physician was able to go back in and retrieve the distal cover from the patient¿s stomach. There were no additional consequences to the patient as a result of this occurrence. The distal cover will not be returned for evaluation. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.